Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states ¿the case was completed with a fourth suture and reinforcing with a 5.0 prolene¿ please clarify: was the procedure completed with a 4th suture and a prolene 5/0 suture. If yes, please provide name/type of that 4th suture. Or was the procedure completed with just a prolene 5/0 suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was there a deficiency with the prolene 5/0 suture? What type of patch was used? Did the patch break loose while the patient was still in the or? How was it discovered that the patch broke loose? Describe the cardiac event the patient experienced and what medical and surgical intervention performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number for each prolene 6-0 suture (product code 8706h)? Product code and lot number for the prolene 5-0 suture? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: event reported via 2210968-2022-06519, 2210968-2022-06521 and 2210968-2022-06524.

Event description:
It was reported that a patient underwent a carotid endarterectomy on an unknown date and suture was used. During the procedure, while sewing in the pericardial patch, the suture broke. Another suture was used. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/24/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: fifteen unopened samples of product code 8706 were returned to ethicon for evaluation. Visual and functional test were performed on the retuned device. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.